Event description:
It was reported that during a routine device changeout, the outer insulation on the right ventricular (rv) lead was noted to be ripped due to wear that occurred from underneath the device. Electrical measurements were within normal limits. The lead was partially explanted, capped, and replaced. When the helix was deployed on the new rv lead, the sensing was normal. After the patient took a deep breath, the lead was no longer sensing. A different cable was tried on the analyzer and the helix was retracted and deployed again; however, there was still no sensing from the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.